Event description:
It was reported that their implantable neurostimulator (ins) was not charging. Patient(pt) stated that on tuesday afternoon, they had been trying to charge their ins, but it took 4-5 hours and only reached 30% to 70% charge. Patient(pt) added that it took like 4 hours but only charged partially. Pt stated that they reset the controller and confirmed that the gold pins were present. Agent had pt reset the controller, blow air into the controller charging port and wipe the recharger telemetry module (rtm) pins. Pt confirmed no visible damage to the controller, recharger and battery pack. Pt unlocked the controller and saw no device found. Agent had pt connect the recharger and start the ins recharge session. Pt stated seeing no device found. Agent had pt press recharge and the pt entered passive recharge mode with values of 31-85-87 and 23-94-94. After several minutes, the values changed to 23-93-94. After additional time, the pt stated seeing the message unable to recharge [74]. Agent had pt press cancel, disconnect and reconnect the recharger. Pt stated seeing no device found. Agent had pt press recharge and pt entered passive recharge mode with 94-94-94. The no device found message continued to display after pressing recharge multiple times. Agent had pt reposition the paddle, but the pt stated seeing the same message. Pt confirmed there were no recent falls or trauma and no changes at the pocket site. Pt also stated they were not receiving any stimulation. See previous cases related to the replacement recharger. The issue was not resolved. A request was sent to the repair department to replace the controller. Patient called back to get an update regarding their controller delivery status. Agent provided the patient fedex tracking details and provided tracking number to patient. Pt called back stating he cannot pair the controller he was just shipped. Agent attempted to pair and pt again saw no device found as what he was seeing before we shipped a controller. Agent reviewed and sent request for recharger to repair. Patient called back. Caller reports he received a replacement for his recharger and controller. Caller reports he last charged was last thursday. Reviewed passive recharge. Caller reports he performed 9 passive recharge, caller was not able to see a normal charging screen. Redirect caller to patient's healthcare provider (hcp). Suggest patient charge all external equipment before appointment. Email sent to drs for correction on patient's last name. Manufacturer representative (rep) said he met with patient today and did passive recharge mode for about an hour but patient still can't get the normal recharge screen. Technical services (ts) recommend disable-re-enable implantable neurostimulator (ins) to see if that would work; if not, rep is to try and connect with his tablet to see if he's able to connect. Patient called back stating they received a controller replacement and it would not sync. Patient then got a recharger replacement and still was not able to connect. Patient met with the rep today and the rep help the paddle over their implant for an hour and the green light was blinking but kept getting no device found. Passive recharge mode numbers were 97. Patient went home and held the recharger over ins for 1.5 hr until controller died but it was still giving them 'no device found'. Patient also got a software problem message today. Reviewed the meaning of the message and instructed pt to reset it. Recommended to have the rep call ts to troubleshoot 'no device found'. Rep called with the patient present stating that they are still not able to advance beyond a passive recharge mode. Rep states the patient has gone through 9+ hours of passive recharge, and today they tried disabling the device and re-enabling the implant, however they are still getting the same thing. Tss reviewed passive recharge mode and disable device and redirected patient to their healthcare provider (hcp).

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins). They stated that their implant was dead. They said that the manufacturer sent a controller and new paddle. Their local manufacturer representative (rep), manually held the paddle over the implant for an hour but nothing changed. He asked me to continue trying to manually charge the implant with the same technique. No change. Patient was directed to go to neurosurgery and they could assist to include calling tech support. No change. Patient stated they were 15 days without their stimulation. They had not been notified by any other rep. Additional information was received from the patient. They reported that their reps have determined that their implant was dead and needed to be removed and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. Rep reports the implant was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.